Event description:
This is a disposable custom robotic drape made by halyard that is supplied in a custom pack for hospital by (B)(4). When draping the patient, there have been multiple instances when this drape has split/torn/separated at either the chest seam and/or the leg seams.